Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a heavily calcified vessel. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after the procedure, the patient developed leg pain. A non-specific study of the vessel revealed that calcified plaque from the posterior wall of the vessel became loose causing an occlusion that restricted blood flow. The vessel was surgically patched restoring complete blood flow. There were no reported adverse patient sequelae. Though requested, no additional information was provided.